Event description:
It was reported by the customer that they are receiving multiple alarms and the blood glucose level readings are more than 30% off at times. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.